Event description:
A report was received that the patient experienced pain at the ipg pocket site and at the anchoring site. The physician prescribed versatis to treat the patient's ipg pocket pain.

Manufacturer narrative:
Additional information was received that the patient sometimes has pain at the ipg site and also at anchor site. However, the pain at the anchor site has started to decrease. The physician noted that the patient is experiencing normal pain and the device was not suspected, as he did not find anything wrong with the device.

Event description:
A report was received that the patient experienced pain at the ipg pocket site and at the anchoring site. The physician prescribed versatis to treat the patients ipg pocket pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4318; serial/lot: (B)(4); description: clik x anchor sterile kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the ipg pocket site and at the anchoring site. The physician prescribed versatis to treat the patients ipg pocket pain.